Event description:
During screw insertion, the screw was undergoing compression through a plate, when the head broke. The broken screw head was removed. X-rays showed that the threaded shaft remains in the bone. It is unk if the screw shaft will be removed.

Manufacturer narrative:
Screw shaft remains implanted. Investigation coordinated by synthes (B)(4). Report received indicates the measurable dimension of the broken and intact screw were checked and found to be in compliance with the technical drawings and ao-asif specs. The examination of the raw material testing certificate and the mfg papers was not possible, as the lot number was not provided. The microscopic view of the broken surfaces did not show any anomalies of material structure. No product fault could be detected. Synthes is unable to determine mfg date without a lot number. No add'l info is available.